Manufacturer narrative:
Product event summary:the full lead was returned and analyzed.there was blood on the distal conductor of the lead and it was obstructed.the analyst also noted:no stylet was returned. A fresh stylet was used. Blood obstruction found at 34.5cm.

Event description:
It was reported that during procedure the implanter had difficulty putting the stylet into the lead. The lead was not used. No patient complications have been reported as a result of this event.